Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that multiple infusion fell off prematurely. The patients blood glucose level rose to 300 mg/dl and the patient required multiple daily injections of insulin. No ketones were noted. No damage to the packaging was noticed upon opening it. No injury occurred. Related to MFR # 2186502-2016-01679.